Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited noise oversensing resulting in pacing inhibition and loss of capture. The rv lead was removed and replaced. The patient had no adverse consequences.